Event description:
It was reported that the impactor pad broke when the surgeon was impacting the femoral component. The surgical technique was utilized. There was no surgical delay or foreign bodies retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 42512100910, articular surface medial congruent (mc) , 67561631 42508606401, cruciate retaining left size 8 pps standard femur, 67675765 42535007901, 0â° spiked keel left size g osseoti tibia, 67698448 customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.